Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with insulin pump. The event involved product(s) mmt-7040c1. Troubleshooting was performed for the sensor glucose vs blood glucose guardian sensor 3/guardian 4 sensor and the length of time sensor has been worn was 5th day. Troubleshooting was performed for the sensor updating and the customer experienced behavior longer than 3hours. Troubleshooting was performed for the high blood glucose/under delivery, the customer was advised to consider changing insulin, reservoir and infusion set. Troubleshooting was performed for the bent cannula and the customer was instructed to change infusion set. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose was14mmol/l, and the blood glucose value was 20 mmol/l which was outside of the acceptable range. The sensor glucose and blood glucose difference is 6 mmol/l. The insulin delivery was suspended due to sensor glucose vs blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. The customer was able to remove infusion set and identified the cannula was bent. The customer reports receiving a sensor updating. No further patient complications were reported. Product return for mmt-7040c1 is not expected.